Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.

Manufacturer narrative:
(B)(6) 2020, (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The biomed reported to (B)(6) remote service engineer (rse) the liquid crystal display (lcd) screen is 1/4 off and cannot be recalibrated. The biomed indicated the standby button should respond when touched. This one does not respond in that area of the screen at all. The biomed performed successful touchscreen calibration but, per touchscreen diagnostics, found portion of the screen still not responding correctly. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.